Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the logfiles showed ¿low oxygen¿ alarms and could be confirmed. The partner has verified that the ventilator was connected to a patient at the time of the initial alarm. Hamilton medical ag has not received the device or the blower for investigation. However, the on-site technician confirmed that the blower was replaced, and the device functioned as intended thereafter.

Event description:
Hamilton medical ag received the following event description summary: hamilton-c6 alarms with low oxygen after 2 minutes. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.